Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, peeling keypad overlay, scratched display window and cracked case near display window corners noted during visual inspection. The insulin pump had intermittent button response due to moisture damage on keypad traces. Moisture damage was noted on motherboard and lcd board. No button error alarms noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 5.7 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.